Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. D10: 66022663, palacos r + g (1x40), 98971042. 20800000020, iassist pin & screw pack sterile, 65107668. Unknown, tibial component, unknown. Unknown, articular surface, unknown. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. After approximately 12 years, they had a revision due to unknown reason. No operative records provided. Then, about a year later the patient had a right knee exploration of extensor tendon and two years later the patient underwent a 2nd revision for implant breakage of the hinge pin. No further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event was confirmed. Visual examination of the provided picture found the device to have signs of implantation as the device is coated in a foreign substance and the hinge post subcomponent to be fractured. As the device was not returned further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision surgical notes: implant breakage specify, revision right tka replacement with plastics involvement, the hinge pin broke a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.